Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 a mesh was implanted, concurrently with a laparotomy, bso, extensive lysis of adhesions. It was reported that following insertion the patient experienced incontinence, difficulty voiding bladder, pelvic pain and dyspareunia. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent laparoscopic cholecystectomy with intraoperative cholangiogram on (B)(6) 2014 due to chronic calculous cholecystitis with chronic anticoagulation for prosthetic heart valve with extensive intra-abdominal adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.